Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. The product has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that the pace sense portion of this right ventricular (rv) lead was partially abandoned due to intermittent inadequate numbers. Additional information indicated that this lead was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that the pace sense portion of this right ventricular (rv) lead was partially abandoned due to intermittent inadequate numbers. Additional information indicated that this lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. The product has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Detailed analysis did not confirm high-capture-threshold based on normal lead resistance measurements, a passing hipot test and inspection which showed no conductor issues. Further, no problem detected was selected based on analysis of the returned product. Analysis found no evidence of device defect or anomaly outside the bounds of normal medical use.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the pace sense portion of this right ventricular (rv) lead was partially abandoned due to intermittent inadequate numbers. The lead remains in service. No additional adverse patient effects were reported.